Event description:
A physician reported a pt who was treated on 22 july 98 in the nasolabial folds. During the procedure, the adg needle separated from the syringe at the hub and some collagen material splattered on the pt and the staff. The needle did not puncture the pt and there was no injury to the pt or anyone present. No medical or surgical intervention was required. The pt's treatment was completed with another syringe without event.